Event description:
It was reported that fluoroscopy detected damage on the lead body around the costo-clavicular ligament area. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis of the lead found that the outer insulation was damaged and the outer coil was flattened and fractured at 31.0 cm from the connector pin as a result of clavicular crush. The fractured outer coil resulted in an intermittent open circuit. An insulation abrasion was noted at 23.0 cm from the connector pin.